Manufacturer narrative:
This product is not expected to be returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported.